Manufacturer narrative:
Siemens completed the investigation of the reported event. The siemens service engineer checked the reported system and found image reconstruction (irs) communication errors in the event log associated with the reported event. The error did not reoccur. The investigation of the hardware did not show a clear root cause. As a precautionary measure, the local database was recreated. No general product issues were identified and further action is not warranted at this time.

Event description:
It was reported to siemens that during use of the somatom definition edge system to scan a one (1) week-old infant, the system stopped scanning and possibly aborted. The patient was rescanned but additional contrast media was not used. Although there was no reported injury to the patient, this event is being submitted with an abundance of caution due to the additional x-ray dose to the patient because of the necessity to rescan.